Manufacturer narrative:
(B)(4):a visual examination of the returned device found residue on the device to indicating use. Furthermore, push-back to the side-car was noted, and the sheath was buckled for 2 cm starting at the distal end of the heat shrink. Functional testing found the device able to be fully extended. The condition of the returned incident device was not consistent with the complaint; that the basket would not open completely. However, during the device evaluation it was found that the side-car had been pushed back and the proximal end of the sheath had buckled. Therefore, the most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors limiting the device performance.a review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the handle was squeezed to the limit, however the basket would not open completely. No stones were captured/crushed with this device prior to the alleged failure. The procedure was completed with another trapezoid rx lithotripter compatible basket device. It is unknown if the device was inspected/tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side-car push-back.